Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown month and date in 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. The patient was hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, patient had recovered. No additional information is available.